Event description:
A pt with a previously placed graft (manufacture unk), underwent evar repair on 02/25/2015. The previous placed graft had developed an endoleak and an aneurysm was forming from the bifurcation and the right iliac artery, so the physician placed a renu main body and a zenith iliac leg graft with spiral-z technology to reline the previous placed grafts. During the repair procedure there was a type I endoleak that was repaired by placing another manufacturer's stent (1820334-2015-00155). Also, one of the devices experienced a valve leak and the pt was given one liter of blood (1820334-2015-00092). The procedure did last longer than anticipate.

Manufacturer narrative:
District manager (dm) confirmed case 3 endoleak on leg extension graft. Additional information provided 04/27/2015 from physician via email confirmation that the patient death was not related to leaks. Eval: the complaint device was not returned for investigation although discs were provided of the computerized tomography (CT) data. The manufacturing record was reviewed with no rework or non-conformances related to the complaint device in addition, the complaint history, instructions for use pamphlet, quality control activities, specifications, and trends were reviewed. The IFU identifies endoleak as a potential adverse event, in addition, it is noted that if endoleaks or other problems are observed, refer to the suggested instructions for use for the ancillary components and additional surveillance and possible treatment is recommended for aneurysms with type 1 endoleak, aneurysms with type 3 endoleak. With respect to the identified type 3 endoleak where damage to or improper construction of the graft could be a cause of the endoleak- extensive quality control activities occur in the manufacture of this device, and a review was accomplished of these procedures. There is no evidence to suggest the product was not manufactured to current specifications nor is there any evidence to suggest that all items or similar items in the lot or out in the field are nonconforming / defective. Imaging was received and forwarded for expert clinical review. An open surgical aortic tube graft was present from the infrarenal abdominal aorta to the distal aorta just proximal the bifurcation a type 1a endoleak was initially present through pleating as the 20 mm original anastomosis of the tube graft prevented sealing stent apposition to the original graft. After stenting, the endoleak was resolved, and suture hole endoleaks were confirmed in the distal portion of the ax1 graft these suture hole endoleaks were transiently present and were provoked by outflow occlusion, anticoagulation, and low sac pressure as the left common iliac artery had not yet been occluded type 3 suture hole or type 4 endoleak through the leg extension occurred where the 11 mm stent segment was expanded to 14 mm inside the right common iliac artery aneurysm sac this was not circumferential and likely reflected some mild stent ovalization. This endoleak resolved over 79 minutes in summary, a type 1a endoleak was initially present due to sealing stent constriction due to the previously placed aortic tube graft transient type 3 suture hole endoleaks were present through the distal ax1 graft. The type 3 or 4 leg extension endoleaks resolved after the stent could conform to the iliac tortuosity. The type 3 and/or type 4 endoleaks were provoked primarily through outflow occlusion, anticoagulation, and lower sac pressure all the endoleaks would have likely resolved with no intervention. The reporter indicated that the death was unrelated to the endoleaks. Based on the investigation evaluation, the root cause is considered patient condition related. Monitoring of similar complaints with continue and have notification of the appropriate internal personnel of this event "...."

Event description:
Additional information provided from reporter on april 8, 2015 states the endoleak was initially thought to be a type 1 a after the ax1 and zsle were placed. So the palmaz was placed. It was found after re-imaging that the endoleak was a type ili from the leg extension placed so we realigned the limb and the type ill endoleak was resolved. The patient died from what the physician suspects was a sudden cardiac event. He did not initially report this occurrence to the hospital risk management department. That said, the defect in the iliac limb did significantly lengthen the time of the procedure on the patient, as well as resulting in additional blood loss (the sheath valve was also defective with a continuous leak). As the patient died, this has been flagged by the hospital for further investigation.

Manufacturer narrative:
(B)(4). This event is currently under investigation.